Event description:
It was reported that during a surgical procedure at the user facility, the device was running without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported events were not able to be confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, no components were identified which would have likely caused or contributed to the reported failures. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating and was running without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.